Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The manufacturing records for top assembly batch 8756438 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that, post a coronary drug eluting stenting treatment procedure a thrombosis occurred. The target lesion was located in the ramus artery. Vascular access was through the right femoral artery. Another manufacture's guide catheter and guide wire were used. The mid left anterior descending (lad) was predilated using a 2.0x15mm maverick balloon inflated to 12 atm for 30 seconds. A 2.5x16mm taxus express2 drug eluting stent was deployed at 9 atm for 40 seconds in the lad. Then a 2.5x12mm taxus express2 stent was deployed at 9 atm for 23 seconds, with balloon inflation again at 14 atm for 30 seconds and 14 atm for 15 seconds in the lad. A 2.5x20mm taxus express2 stent was deployed in the ramus at 13 atm for 50 seconds. There were no pt complications reported. Two days later, the pt presented with chest pain and an acute myocardial infarction. Sub-acute thrombosis was found in the previously implanted stent in the ramus. Vascular access was through the right femoral artery. A 2.5x15mm maverick balloon was inflated to 6 atm for 10 seconds. A 2.75x16mm taxus express2 stent was deployed at 9 atm for 15 seconds and re-inflated to 9 atm for 13 seconds and 10 atm for 15 seconds in the ramus. A 2.75x16mm taxus express2 stent was deployed at 14 atm for 29 seconds and 17 atm for 12 seconds in the proximal lad. Heparin, integrilin and plavix were administered during the procedure. There were no pt complications reported.